Event description:
Preterm male, twin boy had a birth weight of (B)(6) grams in mild respiratory distress. Suction catheter (8fr open suction mini tray) used in baby's delivery would not work. After changing to another catheter of a different size it worked fine. Later on same baby while intubating, suction catheter (8fr open suction mini tray) was used and did not work again. After intubation we attempted to try to suction water with the catheter and were unsuccessful. Multiple catheters of the same lot number were tried and all found to be unusable.hospital pulled all devices of this lot number, distribution department will work with manufacturer for replacements. Distribution will open all sequestered devices to see if they can get an accurate count of how many were non-suctioning (possibly occluded).